Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The reporter's test strips were returned for investigation. The returned test strips were tested with a retention meter and retention controls. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory was 3.1 inr. The result from the meter within 20 minutes was 5.2 inr. The customer's therapeutic range was not provided.